Event description:
Received info stating pt is unable to remove air bubbles in the luer lock. Customer is unsure if it impacted bg level.

Manufacturer narrative:
No product has been returned for eval. Attempts were made to obtain all available info. Should new info become available, a f/u MDR will be submitted.